Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-08777. It was reported the pt had inadequate pain coverage. Diagnostics revealed invalid values on some of the lead contacts. The pt received adequate pain coverage after the reprogramming of the device. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.